Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 450 mg/dl. When the user attempted to deliver a bolus to address bg level, the user noticed insulin leaking at the luer lock connection. The user successfully tightened the luer lock connection and delivered a bolus.